Event description:
It was reported the device displayed -check syringe flange sensor- alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was chipped out on lower left front corner and cracked on right plunger case. Check syringe flange sensor was found intermittently during syringe test. The root cause of the reported issue was found to be the ear clip grommet or seal was put in backward by production operator.actions were taken to mitigate the reported issue: replaced top case (ear clip seal was build with top case as a whole assembly), upgraded software to v1.6.4. Performed preventative maintenance and all functional testing.